Event description:
It was reported that the patients implantable pulse generator (ipg) protrudes and catches on objects. The patient underwent ipg swap procedure and was doing well postoperatively. Explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.